Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) old female patient who had essure (batch no. 766525 (inv),766526 (inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included overweight and chest pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), back pain ("back pain/low back pain/lower back side pain"), arthralgia ("joint pain") and neck pain ("neck pain"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced fall ("fall unexplained: legs gives out, falls"). On (B)(6) 2014, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have blood urine present ("blood in urine"). On (B)(6) 2015, the patient experienced eye pain ("pain in eyes"). On (B)(6) 2016, the patient experienced rash ("rashes or skin conditions type: skin fading, arm rashes") and vitiligo ("rashes or skin conditions type: skin fading"). On (B)(6)2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced hirsutism ("hormonal changes describe: facial hair"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("right side pain"), urinary tract infection ("uti"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss/ hair loss disorder or hair follicle"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), pain in extremity ("feet pain") and acarodermatitis ("scabies"). The patient was treated with bisoprolol fumarate (monitor), naproxen and tramadol. At the time of the report, the genital haemorrhage, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, urinary tract infection, rash, hirsutism, vitiligo, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, eye pain, fatigue, weight increased, back pain, alopecia, abdominal pain, arthralgia, neck pain, fall, blood urine present, female sexual dysfunction, pain in extremity and acarodermatitis outcome was unknown. The reporter considered abdominal pain, acarodermatitis, alopecia, arthralgia, back pain, blood urine present, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, eye pain, fall, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitiligo and weight increased to be related to essure. The reporter commented: discrepancy noted: date of implant: (B)(6) 2010 2 coils on right and 3 coils on left . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, disorder of hair and/or hair follicle low back pain ,headache ,blood in urine ,dysfunctional uterine bleeding lot numbers reported (766525) and (766526) are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet received. Event scabies was added. Treatment drugs and reporter's information were added. On 10-dec-2019: amendment: lot number field updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.